Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported no delivery alarms. The blood glucose reading was 316 mg/dl. The reservoir compartment was wet. The insulin pump was exposed to insulin. In troubleshooting, the patient was advised to dry the reservoir compartment with a lint free cloth. No further information was provided.